Event description:
<P>it was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer changed the charging supplies using the same tandem wall adapter and charging cable, which resolved the issue, and the pump began charging without further assistance required.</p>